Manufacturer narrative:
Patient identifier: (B)(6). H6: device codes (2): added difficult or delayed positioning code.

Event description:
Elegance clinical study.it was reported that stent damage occurred.the subject underwent treatment with eluvia drug-eluting stent treatment on 11-nov-2021 as a part of the elegance clinical trial. The target lesion #001 was in the right mid superficial femoral artery (sfa) with unknown proximal reference vessel diameter and unknown distal reference vessel diameter and 100% stenosis and tasc ii lesion classified as c. Prior to target lesion treatment, pre-dilatation was performed with a 6 mm x 150 mm non-boston scientific drug coated balloon. Treatment of the target lesion was performed by placement of study device, eluvia drug coated stent of 7.0 mm x 120 mm, 130cm followed by placement of 7.0 mm x 100 mm eluvia drug eluting stent. Post target lesion treatment was done with the non-boston scientific study device. Post treatment, the final residual stenosis was noted to be 10%. On 11-nov-2021, during the index procedure, the 7x120, 130 cm eluvia drug eluting stent was difficult or unable to deploy in the target lesion and the 7.0 mm x 120 mm, 130cm eluvia drug eluting stent was damaged. In addition, during the index procedure, the 7x80, 130 cm eluvia drug eluting stent was damaged. No further action was taken.

Event description:
(B)(6) clinical study. It was reported that stent damage occurred. The subject underwent treatment with eluvia drug-eluting stent treatment on (B)(6) 2021 as a part of (B)(6) clinical trial. The target lesion #001 was in the right mid superficial femoral artery (sfa) with unknown proximal reference vessel diameter and unknown distal reference vessel diameter and 100% stenosis and tasc ii lesion classified as c. Prior to target lesion treatment, pre-dilatation was performed with a 6 mm x 150 mm non-boston scientific drug coated balloon. Treatment of the target lesion was performed by placement of study device, eluvia drug coated stent of 7.0 mm x 120 mm, 130cm followed by placement of 7.0 mm x 100 mm eluvia drug eluting stent. Post target lesion treatment was done with (B)(6) study device. Post treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2021, during the index procedure, the 7x120, 130 cm eluvia drug eluting stent was difficult or unable to deploy in the target lesion and the 7.0 mm x 120 mm, 130cm eluvia drug eluting stent was damaged. In addition, during the index procedure, the 7x80, 130 cm eluvia drug eluting stent was damaged. No further action was taken.

Manufacturer narrative:
Patient identifier: (B)(6).